Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.0, reference: 1.7, mean: 1.85, confidence limits: 1.2 - 2.3. Inratio precision data provided by end-user: 1st inr: 1.6, 2nd inr: 4.5, mean: 3.05, sd: 2.05, %cv: 67.23. Data analysis revealed inr results reported by end user did not meet precision criteria. In-house investigation of retained strip lot# 221730 from a previous case revealed that precision criteria was met. Customer technique of milking the finger to collect sample may have contributed to the invalid test result and error. It was revealed that the doctor increased the pt's coumadin dosage. As of 05/03/2010, thirty discrepant result complaints were reported for lot# 221730 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. (B) (4). For each pair of replicates for each sample of strip lot 221730, mean and standard deviations were calculated. In-house test results were 2.19% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further investigation will be pursued.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 1.6; inr: 4.5. Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.0, lab: 1.7.